Event description:
It was reported the lead impedance was high, at greater than 2400 ohms. The lead was removed and replaced. No patient complications have been reported as a result of this event, and the patient outcome was reported to be normal following the replacement procedure.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) distal conductor fractured; full lead returned and analyzed.

Event description:
It was reported the lead impedance was greater than 2400 ohms. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the lead is in process; the results will be forwarded when available.